Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter kept displaying the three dashes. The medical affairs specialist (mas) called and spoke with the patient on the following month and obtained add'l information. The patient informed the mas that she had the meter since a month prior to original date, and has had the reported issue since that date. She had not been able to test her blood glucose on the subject meter due to the alleged issue since that day (she was using her backup meter - "off and on" and does not like using that meter everytime). She normally tests her blood glucose three times/day and her diabetes medication regimen includes oral medication (glucophage twice/day and a set amount of humalog insulin three times/day). On original date, around 11:00 am , she started feeling shaky. She attempted to test on the subject meter, but it displayed the three dashes. She then tested on the backup meter and it gave her a low reading (result not provided). She treated herself with food ("dumdum lollipop) and "felt better within minutes." At the time of troubleshooting, it was discovered that the patient was seeing three dashes when accessing the memory (use error). She was educated and trained on the meter memory options and the issue was resolved. This complaint is being reported because the patient claimed she was not able to test on the meter due to alleged issue and developed symptom of hypoglycemia, which she self-treated. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.